Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis event was attributed to a breach in aseptic technique by the patient. This is supported by the culture result of coagulase-negative staphylococcus. Gram-positive bacteria are primary causative organisms of peritonitis mainly caused by contamination. The most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands, and staphylococcus aureus, which together are responsible for 50% or more of infections in most series. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that they were in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2026. The patient was diagnosed with peritonitis. No symptoms were provided. Pd cultures were obtained. The cultures grew coagulase-negative staphylococcus (no species provided). No antibiotic information was provided. The patient was discharged on (B)(6) 2026. The cause of the peritonitis event was a breach in aseptic technique. The patient has been failing in health and unable to care for themselves which led to a breach in technique. The patient has continued to perform continuous cyclic pd (ccpd) therapy at home post discharge.